Event description:
Three patients had elevated liver enzymes after being on on-q pump with marcaine and sensorcaine.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted; however, a review of lot history also showed that this is the only complaint received from this lot. We have included this incident in our complaint-handling database. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report. Additional lot number 712032.